Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Reportedly, the pump was off and the customer was unable to turn the pump on. During troubleshooting with tandem technical support, it was confirmed that the customer had intentionally turned the pump off. Tts assisted customer with turning the pump back on. The customer addressed their elevated bg level with a manual injection, and continued using the pump for insulin therapy.